Event description:
It was reported that the touch pen stylus of the programmer was unable to be calibrated, even with repeated attempts. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the touch pen stylus of the programmer was unable to be calibrated, even with repeated attempts. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was unable to be calibrated and therefore the bezel assembly was replaced and calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).